Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. It was reported that the patient recently had two blood tests ((B)(6) 2018) which showed extreme levels of cobalt (80.8ug/l) and chromium (16.5ug/l). The patient then had a mars MRI at direction of patient's doctor which also shows some issues. The patient had bilateral hip replacement with depuy (prodigy) stem & pinnacle cup in (B)(6) 2005. The patient's hip surgeon has advised the patient to have revision surgery to replace the hips due to the metal poisoning. She also ask if depuy will pay any of her pocket expenses and any other home after care needs. (B)(4) - left hip. Doi: unk. Dor: none reported (right hip).